Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2019-aug-07 reporting that the initial reporter was the patient. As a troubleshooting technique, the manufacturer representative had the patient use each program out of 3 individually and determine which one is eventually giving them the burning sensation. After this step, the patient reported that the individual programs were not creating discomfort but when used in combination the burning was there. The manufacturer representative tried different configurations and determined which one was more contributing. Final results was giving the patient 2 programs and not 3. It seemed like the cause of the burning was using programs in combination. At the time of the appointment, the burning sensation was resolved. The patient had not contacted the manufacturer representative again about this event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient felt a burning sensation over the ins area. It was reported that initially the rep thought it was just uncomfortable stimulation and so they did reprogramming, but then found out that it was not related to programming. The patient was getting good coverage in their leg and the rep had though the programmed stimulation was just going too high into the patient¿s buttocks area near the ins pocket. The patient was feeling burning sensation when the ins was on and it got worse when the patient charges. The doctor inspected the ins pocket and determined that there was no pocket issue or infection. The patient had regional pain syndrome (rsd) and the doctor thought it might be related to the rsd. Their impedances were tested but were normal. The event date was unknown, but that they though it started in (B)(6) 2018. No further complications were reported/anticipated.